Manufacturer narrative:
B3: the date of event has been estimated. D4: UDI unknown - lot # not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as a closure using a prostyle device. Reportedly, the device did not work. No additional information was provided.

Manufacturer narrative:
Based on additional information received indicating there was no device issue or adverse patient effects reported, analysis is not required. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated. H6 - health effect - impact code 4641 "unexpected medical intervention" was removed and code 2199 "no health consequences or impact" was added. Medical device problem code 3190 "insufficient information" was removed and code 3189 "no apparent adverse event" was added.

Event description:
This was reported as a closure using a prostyle device. Reportedly, the device did not work. Subsequent to the initially filed report, the following additional information was received: the physician did not have any issues with prostyle, and added that it¿s a great device and had used 4 that morning. There was no device malfunction and no adverse patient effects. No additional information was provided.